Event description:
It was reported that the device had a power on reset. The device was cleared and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked ram, addr=1178, data=40 occurred on (B)(4)-2012 12:10:02. A patient alert for por occurred on (B)(4)-2012 11:10:02. Diagnostic information is consistent with the reported event.